Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Customer will contact her doctor to obtain different device. Most likely underlying root cause: mlc-78- user hematocrit low. Test strip (B)(4). Note: manufacturer contacted customer on (date) in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer states that she spoke to her doctor and that he gave her the same meter and that she is obtaining the same error messages. Customer hung up.

Event description:
Consumer reported complaint for e-0 blood glucose results. The expected fasting blood glucose test result range is undisclosed. The customer feels well and did not report symptoms at the time of the call. Medical attention was reported as a result of the actual blood glucose results on a separate occasion in (B)(6) 2017. The product storage location is undisclosed. During the call on (B)(6) 2017 a blood test was performed fasting by customer and produced test results of 158 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 11/25/2018 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history. Customer called in states her meter is reading e-0. Customer was able to obtain a reading and meter read 158 mg/dl. Customer was advised as a precaution to verify with her doctor what her hematocrit level is and make sure her hematocrit is within 20%-70%. While speaking customer states in (B)(6) 2017 she was admitted to the hospital due to hyperglycemia and readings in the 600's. Customer also states that she was using our meter at that time. Customer states her meter was reading much lower in the past but proceeded to verify that the meter has been reading accurately ever since then. Asked customer questions about the incident and call disconnected. Called customer back and left a voicemail with the contact number and reference number to call back.